Event description:
Patient turned on computer and old toaster then felt sharp pain in left shoulder. Device went to por - mar 99. Por again apr 99 still in use. 28 jun 99 multiple spontaneous episodes of por and a-v lead warnings device removed and returned.